Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2025. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned sample determined that two unopened samples pertaining to the product code vcp1345h were received. As per the sampling plan, a visual inspection was performed on the returned samples, and no defects were found on the packages. The packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. Functional tests were performed using instron equipment, and the tensile force result was above the minimum requirements. Additionally, a video was provided that showed two sutures handled by surgical instruments. Due to the distance of the sutures on the video is not possible to determine the condition of the ends of the suture. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an suture of vaginal stump procedure on (B)(6) 2024 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There were no patient consequences reported. No additional information could be provided.